Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed hyperopic shift with vertical elongation of rhexis opening and posterior lens vault consistent with capsular contraction. Yag laser and lasik were performed. Lens remains implanted. This report refers to the patient's right eye. Reference 2031924-2014-00081 for the lens in the patient's left eye.